Event description:
The customer reported that the venous clamp may not be completely occluding the line. Micro bubbles were seen traveling past the venous clamp line when "air in blood" alarm occurred.